Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 implantable tachy lead, (B)(6) 2010, 4194 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
An event was reported under the acrt clinical study and classified as inappropriate device detection, inappropriate treatment, and oversensing on the atrial lead. The device and lead remain in use. No patient complications have been reported as a result of this event.